Event description:
Pt revised due to dislocation. During surgery snap ring on custom liner was deformed and surgeon used the snap ring from the explanted liner.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.